Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A fluid leak occurred during a routine hemodialysis treatment. The operator attempted to perform rinseback but did not make the correct patient connections. Rinseback therefore could not be performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the patient's blood in a timely manner as instructed in the user's guide. Product was not returned for evaluation. The reported leak cannot be confirmed. The user's guide includes adequate warnings for the operator to periodically check the system for leaks as the cycler may not sense slow leaks and to terminate the treatment if a leak cannot be resolved. The user's guide also includes adequate instructions for performing rinseback and making proper patient connections. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.